Manufacturer narrative:
The reported output anomaly was verified in the laboratory. A review of the diagnostics data indicated aborted charges due to output circuit damage. During analysis damage to the high voltage output circuitry was observed. The cause of damaged remains undetermined.

Event description:
It was reported that during a follow up, device interrogation revealed possible output circuit damage with multiple aborted shocks. The device and lead were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.